Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf65) indicating a data issue upon device start up. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The device investigation was not able to reproduce the reported system fault (sf65) indicating data issue. The investigation determined that the device fault was due to a software issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed ref # (B)(4).